Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor did not pass detect and treat testing) was confirmed. Upon investigation the monitor was unable to complete detect and treat testing. The cause was isolated to a missing sd card. The root cause for the missing sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.